Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is showing communication loss for monitored device(s). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. On 08/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: telemeters: model #: gz-130pa; serial #: (B)(4); device manufacturer data: 02/17/2021; unique identifier (UDI) #: (B)(4). Model #: gz-130pa; serial #: (B)(4); device manufacturer data: 04/02/2021; unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is showing communication loss for monitored device(s). No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was displaying comm loss for the monitored gz transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was displaying comm loss for the monitored gz transmitters. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer was able to observe multiple additional dropouts with multiple gzs on multiple cnss. As the issue is not isolated to a single segment, the cause of the dropouts is unlikely to be related to a single device. The customer reported that they were still looking into their access points to ensure they were operating properly. No further issues were reported following the august 4th event. It may be likely that the cause of the dropouts was related to the customer's wireless network environment. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The two events surrounding this issue are likely to be isolated incidents. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided. 08/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical device: the following devices were used in conjunction with the cns: gz transmitter: model #: gz-130pa. Serial #: (B)(6). Device manufacturer data: 02/17/2021 unique identifier (UDI) #: (B)(4). Gz transmitter: model #: gz-130pa. Serial #: (B)(4). Device manufacturer data: 04/02/2021. Unique identifier (UDI) #: (B)(4). Date of this report date received by manufacturer type of report if follow-up, what type? Event problem and evaluation codes.